Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with inflated asymmetrical balloon. Third photo sample shows inflation cap. Fourth photo sample shows a paper information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe. The balloon deflated passively in under 5 minutes: 2 minutes and 42 seconds. Asymmetrical balloon (100:0) observed. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Asymmetrical balloon (100:0) observed. Deflated balloon with (in-house) syringe. The balloon deflated passively in under 5 minutes: 2 minutes and 12 seconds. The reported event was not confirmed; however, a new record has been created to address the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk, labelling and DHR review were not required. However, a DHR was completed before unconfirming the event. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water does not drain during pre-test from the foley catheter. Per sample evaluation on 21nov2024, it was reported that the foley catheter had asymmetrical balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water does not drain during pre-test from the foley catheter.